Manufacturer narrative:
Concomitant medical products: product ID: d354drg, implantable cardioverter defibrillator (ICD), implant date: unknown.

Event description:
It was reported that the right atrial (ra) lead exhibited undersensed p waves as noted on an atrial arrhythmia episode. The ra lead remains in use. No patient complications have been reported as a result of this event.